Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient presented to the hospital after an alarm was triggered. It was noted during a device interrogation the right ventricular (rv) lead pacing impedance was high and a lead fracture was suspected. An x-ray indicated an "almost lead fracture at the anchoring sleeve area," and the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.